Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the surgeon implanted the lens and then requested the same lens after noting a defect in the original injected lens. The first lens was explanted and alternate was implanted into patient. The originally scheduled procedure completed the same day. There were no damages noted to the outer carton or packaging and no damage noted to the shipping container.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, the iol found to be defective. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).